Event description:
Boston scientific received information that following pocket closure of this device system, right ventricular (rv) lead and left ventricular (lv) lead pacing impedance measurements were greater than 2,500 ohms. The pocket was then re-opened and the rv and right atrial (ra) lead were removed from the device header and inspected. The leads were then re-inserted into the device header. The physician observed the wrench accessory to be ratcheting, however, the device set screws were not responding for the ra and rv leads. The physician unsuccessfully troubleshooted and the device was ultimately explanted and replaced. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.